Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer regarding the event description.

Event description:
The chief at the user facility reported the ¿image does not appear¿. The issue occurred before procedure. The endoscope was inspected prior to procedure but the subject camera was not. The device was successfully replaced, and the scheduled procedure was completed with similar equipment.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, image was not displayed due to a disconnection of the charged coupled device (ccd) unit. Also, confirmed the cable is buckled. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the repair records notes no previous repair records. Based on the repair inspection results, the image failed likely due to disconnection of the ccd no device was returned to the legal manufacturer. The investigation by the legal manufacturer could not confirm the root cause of the ccd failure/disconnection.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition autoclavable camera head has an image malfunction, ¿image does not appear¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.